Event description:
Additional information received indicated the bleeding occurred at the end of the procedure during closing with the non-medtronic closure. The physicians had discussed calcification near the right femoral artery (rfa) access site.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012131754); product type: 0195-heart valves; implant date ; explant date. Product ID l-evolutfx-34 (0011995329); product type: 0195-heart valves; implant date ; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. New left bundle branch block (lbbb) occurred after the pre-bav. The vessel was dilated with a 16 and 22 fr dilator. The valve was 80% deployed at 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) using a two cusp overlap technique. Complete heart block (chb) developed. After final deployment, the valve dislodged deeper to 8 mm on the ncc and 10 mm on lcc. Trace paravalvular leak (pvl) was reported. Hemostasis was unable to be achieved with 4 non-medtronic closure devices. Bleeding was observed at the access site. A covered stent was sent through the right femoral artery. Chb remains. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b5 corrected: b1 h6 - removed code e0618 h11 concomitant medical product - added product ID 25 mm b. Braun z-med balloon (lot: unknown); product type: dilatation balloon; product ID lunderquist guidewire (lot: unknown); product type: guidewire; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. New left bundle branch block (lbbb) occurred after the pre-bav. The vessel was dilated with a 16 and 22 fr dilator. The valve was 80% deployed at 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) using a two cusp overlap technique. Complete heart block (chb) developed. After final deployment, the valve dislodged deeper to 8 mm on the ncc and 10 mm on lcc. Trace paravalvular leak (pvl) was reported. Hemostasis was unable to be achieved with 4 non-medtronic closure devices. Bleeding was observed at the access site. A covered stent was sent through the right femoral artery. Chb remains. No additional adverse patient effects were reported. Additional information was received that the direction of the dislodgement was ventricular. Per the physicians, too much forward pressure was applied during final deployment which contributed to the dislodgement. The bleeding was reported to occur at the right femoral artery access site used for the delivery catheter system (dcs).